Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder (seriousness criterion medically significant). The patient was treated with surgery (underwent adhesiolysis and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain / pain pelvic area') and menstrual disorder ('menstruation issues') in a 33-year-old female patient who had essure (batch no. C95075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, nausea, emesis, breast tenderness, diarrhea and vomiting. Concurrent conditions included flank pain, uterine bleeding, nickel sensitivity, psoriasis, dyspareunia, abdominal pain, headache, back ache, lethargic, endometriosis, adenomyosis, malaise and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent adhesiolysis and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, depression, anxiety, dysmenorrhoea, fatigue and anaemia outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right side 3 trailing coils and left side 2 trailing coils were seen. Discrepancy noted as insertion date: (B)(6) 2014. Treatment received for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, fatigue, pelvic pain, anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: migration. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain pelvic area') and menstrual disorder ('menstruation issues') in a 33-year-old female patient who had essure (batch no. C95075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, nausea, emesis, breast tenderness, diarrhea and vomiting. Concurrent conditions included flank pain, uterine bleeding, nickel sensitivity, psoriasis, dyspareunia, abdominal pain, headache, back ache, lethargic, endometriosis, adenomyosis, malaise and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6)2015, nsaids since december 2014 and paracetamol (acetaminophen) since december 2014. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In february 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 7 months 12 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent adhesiolysis and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, fatigue and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right side 3 trailing coils and left side 2 trailing coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, fatigue, pelvic pain, anemia, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain pelvic area') and menstrual disorder ('menstruation issues') in a 33-year-old female patient who had essure (batch no. C95075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, nausea, emesis, breast tenderness, diarrhea and vomiting. Concurrent conditions included flank pain, uterine bleeding, nickel sensitivity, psoriasis, dyspareunia, abdominal pain, headache, back ache, lethargic, endometriosis, adenomyosis, malaise and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 7 months 12 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent adhesiolysis and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, fatigue and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right side 3 trailing coils and left side 2 trailing coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, fatigue, pelvic pain, anemia, menorrhagia, most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Lot number added. Medically confirmed case. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping), fatigue, anemia. Reporter information, medical history, concomitant drug, events onset date, event outcome, lab data, essure removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain pelvic area'), menstrual disorder ('menstruation issues') and genital haemorrhage ('gen. Abnormal bleed') in a 33-year-old female patient who had essure (batch no. C95075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, nausea, emesis, breast tenderness, diarrhea and vomiting. Concurrent conditions included flank pain, uterine bleeding, nickel sensitivity, psoriasis, dyspareunia, abdominal pain, headache, back ache, lethargic, endometriosis, adenomyosis, malaise and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 7 months 12 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent adhesiolysis and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, fatigue and anaemia outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right side 3 trailing coils and left side 2 trailing coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, fatigue, pelvic pain, anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: new events - abdominal pain and gen. Abnormal bleed were added. Outcome of event abdominal pain and genital bleeding updated as recovered/resolved. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.